Event description:
It was reported that patient experienced scabbing and ulcers on the legs 2 weeks post spider vein removal treatment using elite iq. Cynosure's clinical team investigated the event and confirmed user error was involved. Operator did not perform patch test prior to treatment. Labeling instructs to always perform patch test prior to any treatment. The smartcool device was also used only before and after treatment, but not during treatment. Per clinical: this is a major contribution to the side effects reported. The burned lesions on the skin suggest that the wrong technique was used. Instead of using the spider veins technique, the operator used the laser hair removal technique. Cynosure medical director observed first, second and third degree burns and expects some permanent scarring in areas of full thickness tissue loss. Per cynosure medical director: patient will most likely experience surgical debridement and/or permanent scarring. Patient was seen by a burn nurse specialist on (B)(6) 2024 and was given neosporin, silicone ointment, and ciprofloxacine pills as preventative medication. Complimentary virtual training was dispatched to the site. Burns are expected side effects from laser treatments, however this event is reportable since permanent scarring is a likely outcome.